Event description:
Patient presented on (B)(6) 2023 after being found unresponsive an diaphoretic at home with loss of vision on arrival to the ER. Found to have low flow alarms on route to the ER. Cta head/neck did not show any large vessel occlusion. Log files showed during the low flow events, the motor power dropped slightly and the pi values became non variable and setting into the 2 range suggesting that something may have passed through the pump. Cta of chest was done which showed pt had a small pe and organized thrombus in the left atrial appendage. No thrombus was seen within the portion of the outflow tubing.